Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: the test strips the customer was using expired on october 31, 2010. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that on (B)(6) 2015 at 3:00 pm customer received a reading of 61 mg/dl on his adc blood glucose meter, which was lower than his usual readings. She also reported he had been vomiting for more than a day, due to his gastroparesis. Caller further reported she gave her son oral sugar and a sweet green tea drink and then administered 34 units of lantus (long-acting) insulin within an hour. At 5:30 pm she transported him to a local emergency room. At the hospital customer was treated with unspecified medications for his gastroparesis and at 6:20 pm a reading of 436 mg/dl was received on a hospital meter. An intravenous infusion of unknown type was initiated and customer was additionally treated with zofran, phenergan and 0.5 mg dilaudid (hydromorphone). Additional high readings were obtained at the hospital, but caller noted he did not receive any more insulin. Caller believed he was diagnosed with dehydration, nausea and vomiting. There was no report of death or permanent injury associated with this event.